Manufacturer narrative:
The device has not yet been returned to the manufacturer. The lot number was provided and the device history records are being reviewed. The investigation is currently underway

Event description:
It was reported that an attempt was made to resheath and remove an azur embolization coil. During retraction of the coil, the coil detached from the pusher wire inside the catheter. The pusher wire was pulled out of the catheter, and the detached coil was then removed along with the catheter as it was withdrawn from the patient. There was no reported patient injury. The patient is reported to be stable.